Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciporc file broke during use. The broken piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
Seven reciproc files r40 6/100 25mm 040 in loose and 32 unused instruments have been returned. The files in loose have been analyzed and no damage was noticed. Involved product which broke during use has not been returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1650805). Unused files had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production batch #332304 is conforming (representative sampling). No fault was found, production meets specifications.